Event description:
(B)(6). (B)(4). Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/gastrointestinal and pelvic floor it was reported that the patient has been having sudden accidents and when they tried to use the patient programmer, they got a poor communication screen. No further complications were noted or anticipated